Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube'), endometritis ('endometritis'), salpingitis ('salpingitis'), ovarian cyst ('surgery (other) type of surgery: cyst removal on left ovary') and thrombosis ('blood clot') in an adult female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy ((B)(6) 2013), depression, anxiety and tonsillectomy. Previously administered products included for an unreported indication: loestrin and mirena. Concurrent conditions included morbid obesity. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/ severe allergic reaction to essure implant/severe allergic reaction to essure implant"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and alopecia ("hair loss"). In 2015, the patient experienced urticaria ("rashes or skin conditions type: hives") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type:vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)"), endometriosis ("endometriosis"), hot flush ("hormonal changes describe: hot flashes"), hyperhidrosis ("hormonal changes describe:sweating"), sleep disorder ("hormonal changes describe: sleeping issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), herpes zoster ("rashes or skin conditions type:shingles"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), headache ("headaches"), myalgia ("muscle pain"), bone pain ("bone pain"), back pain ("back pain") and pain in extremity ("foot pain"), underwent cyst removal ("cyst removal on left foot") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and weight decreased ("weight decreased"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy and cyst removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, endometritis, salpingitis, ovarian cyst, thrombosis, pelvic pain, cyst removal, vaginal haemorrhage, menorrhagia, endometriosis, hot flush, hyperhidrosis, sleep disorder, urinary tract infection, bacterial vaginosis, urticaria, herpes zoster, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain, headache, myalgia, bone pain, back pain, weight decreased and pain in extremity outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bacterial vaginosis, bladder disorder, bone pain, cyst removal, endometriosis, endometritis, fallopian tube perforation, fatigue, headache, herpes zoster, hot flush, hyperhidrosis, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pain in extremity, pelvic pain, salpingitis, sleep disorder, thrombosis, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: insertion details, specify- r 0 coils were seen outside the tubal ostium and r 1 coil coils were seen outside the tubal ostium (B)(6) 2017-ablation of endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿abdominal pain, pelvic pain, back pain,ovarian cyst, urinary tract infection quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube'), endometritis ('endometritis'), salpingitis ('salpingitis'), ovarian cyst ('surgery (other) type of surgery: cyst removal on left ovary') and thrombosis ('blood clot') in an adult female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy ((B)(6) 2013), depression, anxiety and tonsillectomy. Previously administered products included for an unreported indication: loestrin and mirena. Concurrent conditions included obesity. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/ severe allergic reaction to essure implant/severe allergic reaction to essure implant"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and alopecia ("hair loss"). In 2015, the patient experienced urticaria ("rashes or skin conditions type: hives") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type:vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)"), endometriosis ("endometriosis"), hot flush ("hormonal changes describe: hot flashes"), hyperhidrosis ("hormonal changes describe:sweating"), sleep disorder ("hormonal changes describe: sleeping issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), herpes zoster ("rashes or skin conditions type:shingles"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), headache ("headaches"), myalgia ("muscle pain"), bone pain ("bone pain"), back pain ("back pain") and pain in extremity ("foot pain"), underwent cyst removal ("cyst removal on left foot") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and weight decreased ("weight decreased"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy and cyst removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, endometritis, salpingitis, ovarian cyst, thrombosis, pelvic pain, cyst removal, vaginal haemorrhage, menorrhagia, endometriosis, hot flush, hyperhidrosis, sleep disorder, urinary tract infection, bacterial vaginosis, urticaria, herpes zoster, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain, headache, myalgia, bone pain, back pain, weight decreased and pain in extremity outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bacterial vaginosis, bladder disorder, bone pain, cyst removal, endometriosis, endometritis, fallopian tube perforation, fatigue, headache, herpes zoster, hot flush, hyperhidrosis, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pain in extremity, pelvic pain, salpingitis, sleep disorder, thrombosis, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: insertion details, specify- r 0 coils were seen outside the tubal ostium and r 1 coil coils were seen outside the tubal ostium (B)(6) 2017-ablation of endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿abdominal pain, pelvic pain, back pain,ovarian cyst, urinary tract infection quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs + mr received- new events added: endometritis, salpingitis, vaginal hemorrhage, menorrhagia, hormonal changes describe: hot flashes, sweating, sleeping issues, rashes or skin conditions type: hives, shingles, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, nickel allergy, surgery (other) type of surgery: cyst removal on left ovary, endometriosis, cyst removal on left foot, blood clot ,pelvic pain, vaginal discharge, perforation (fallopian tube), fatigue,weight gain, weight decreased, hair loss, bacterial vaginosis , urinary tract infection, abdominal pain, headache, foot pain, muscle pain, bone pain, back pain were added. Lot number and reporters information were added. Historical drugs, conditions and concomitant conditions were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.